Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged. The dislodgement was identified in a chest x-ray. The lead was explanted and replaced. During the surgery, it was noted that the helix had difficulty re-deploying due to tissue in the tip preventing helix extension. The patient was in stable condition.